Manufacturer narrative:
The reported events were high capture threshold, lead dislodgement and helix would not extend. As received, a complete lead with stylet inserted was returned in one piece with helix retracted and clogged with blood/tissue. The reported event of helix would not extend was confirmed, but the reported event of high capture threshold was not confirmed. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and the overtorqued inner coil at the connector region. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies.

Event description:
New information indicates that there was loss of capture noted on the right ventricular lead. Upon further review, it was also noted that the dislodgement occurred after the patient underwent shoulder rehabilitation the patient was stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02734. During follow-up, both the right ventricular (rv) and left ventricular (lv) lead were noted as dislodgement, resulting in increased capture threshold in both leads. Both the rv and lv lead were explanted and only the rv lead was replaced to resolve the event. During the revision procedure, there was also a helix externsion issue noted on the rv lead. The patient was stable through the event and procedure.